Event description:
The investigator has indicated that the previously reported occlusion was possibly related to the study device and procedure and not related to the paclitaxel. Two non medtronic balloons were used during the previously reported revascularization of the occlusion along with the 4 pacific plus balloons and four 4 non mdt stents.

Event description:
The cec adjudicated that the occlusion event that occurred 23.5 months post index procedure is related to the study device and not related to the study procedure and paclitaxel.

Manufacturer narrative:
The left popliteal 1 and 2 was also treated during the index procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the left sfa. Approximately 23 months post index procedure two in.pact pacific paclitaxel-eluting pta balloon catheters, one pacific plus pta balloon catheter and a non-medtronic stent were used in the left sfa. Approximately 23.5 months post index procedure, the patient had an occlusion of the left sfa which was treated with one pacific plus, a non mdt balloon, and non-mdt stents. The event is resolved.

Event description:
During the previously reported revascularization of the occlusion of the left sfa four (4) pacific plus balloons, one non mdt balloon and four (4) non mdt stents were used.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: inherent risk of procedure (occlusion). (B)(4).